Manufacturer narrative:
A5 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a torn sterile sleeve at the distal end. The patient survived.

Manufacturer narrative:
Minor bleed: the cause of the injury was not determined due to insufficient clinical details. Pd-anticontamination sleeve-(separation, torn): the cause of pd-anticontamination sleeve-(separation, torn) was unable to be determined as limited clinical details were provided and no product was returned for review. Difficult to position: the cause of difficult to position was unable to be determined as limited clinical details were provided and no product was returned for review. Patient-device interaction: the cause of patient-device interaction was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
Additional information received indicated the 5.5 was positioned optimally in the or; however, the following day, the device migrated toward the mitral valve (mv). The pump was subsequently explanted without complication for cardiac recovery. The torn sterile sleeve area was secured with opsite, and no further pump manipulation was attempted.

Manufacturer narrative:
The b5 narrative was updated